Manufacturer narrative:
As reported, when retracting a 6/7f mynxgrip vascular closure device (vcd) to the arterial wall, the balloon suddenly slipped out of the patient and was obviously deflated. Therefore, the physician switched to manual compression. The balloon was inspected outside of the patient and seemed to be ruptured. There was no reported patient injury. The intended procedure was for a peripheral intervention. The procedure used a retrograde approach. The user was trained on the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery (cfa) or vein. The mynxgrip device was prepared as per the instructions for use (IFU). The balloon was tested during prep and did not have any faults. The sheath used in conjunction with the mynxgrip was an avanti sheath. There was no visible damage in distal end of the sheath after removal and there is no complaint against the sheath. There was slight calcification in the external iliac artery. Manual pressure was done for approximately 30 minutes. The patient¿s hospitalization was not extended and the patient recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was covering the balloon. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 3.5 mm from the balloon proximal neck. A device history record (DHR) review of lot f1822802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review, access site vessel characteristics (slight calcification at the arteriotomy) may have contributed to the reported event since a calcified vessel may cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, when retracting a 6f-7f mynxgrip vascular closure device (vcd) to the arterial wall, the balloon suddenly slipped out of the patient and was obviously deflated. Therefore, the physician switched to manual compression. The balloon was inspected outside of the patient and seemed to be ruptured. There was no reported patient injury. The intended procedure was for a peripheral intervention. The procedure used a retrograde approach. The user was trained on the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery (cfa) or vein. The mynxgrip device was prepared as per the instructions for use (IFU). The balloon was tested during prep and did not have any faults. The sheath used in conjunction with the mynxgrip was an avanti sheath. There was no visible damage in distal end of the sheath after removal and there is no complaint against the sheath. There was slight calcification in the external iliac artery. Manual pressure was done for approximately 30 minutes. The patient¿s hospitalization was not extended and the patient recovered.